Event description:
It was reported the pt was not receiving effective stimulation. Fluoroscopy was done and showed the lead had migrated. The lead was explanted and replaced with a new one. The pt is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.